Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR. Report#1627487-2018-07417. Reference MFR. Report#1627487-2018-07418. Reference MFR. Report#1627487-2018-07415. It was reported the patient experienced ineffective pain relief with their drg system after going through airport security and use of the metal detector wand. Reportedly, reprogramming was attempted to no avail. Diagnostic testing revealed no anomalies. Subsequently, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Event description:
Device 2 of 4 : reference MFR. Report#1627487-2018-07417 ; reference MFR. Report#1627487-2018-07418 ; reference MFR. Report#1627487-2018-07415.